Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying user was using correct kit components; verifying user was washing parts according to instructions for use; verified user was using dry parts when pumping; verifying user was not washing or drying tubing on pump; verified no milk backup occurred; verified user does not have a heavy letdown; verified correct user positioning while pumping; disassembled, inspected, cleaned and/or reassembled kit and tubing set; verified correct breast shield fit. The troubleshooting did not resolve the issue. In follow up with a complaint handler on 06/06/2022, the customer indicated that she developed mastitis three times since (B)(6) 2022 and was prescribed an antibiotic. She exclusively pumps and did not have issues at first while using her pumping bra. Additionally she indicated that around the time she was diagnosed with mastitis the first time, she noticed the pump was not effective. The customer stated even with her new replacement pump the issue is still existent, and now she has to pump holding the connectors and shield to her breast so she is limited with pumping. After each pumping session the customer stated she can get quarter to a full ounce of milk per breast. The customer stated she went to her lactation consultant and they noticed she has elastic nipples and is wondering if that is the reason for her recurring mastitis, since her nipples hit the membranes while pumping. The customer also stated she is very diligent with cleaning her pump. Lastly she said she just finished her third round of antibiotics and is hoping her mastitis doesn't come back. Customer also stated she is struggling with her pump and has to use her manual pump to express her milk. Based on the results of our internal investigation (reference number (B)(4) ),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc while using her freestyle flex breast pump her nipple was touching the back of the connector and is experiencing low suction. The customer also alleged she met with her lactation consultant and they recommended she insert the 21mm breast shield into the 27mm breast shield, which is against our instructions for use, therefore she is experiencing low suction. Customer also alleged she developed mastitis and was prescribed an antibiotic.